Manufacturer narrative:
Evaluation summary: the stent was returned on the balloon between the marker bands as per specification. The 9th distal segment had raised and deformed struts. There was no other damage evident on the returned device. (B)(4).

Event description:
It was reported that the physician was attempting to use one endeavor resolute drug-eluting stent in a lesion with no calcification or tortuosity and unknown stenosis but the stent deformed in vivo during positioning. The device was removed from the packaging per the instructions for use and inspected prior to use with no issues noted. It is unknown if negative prep was carried out. The lesion had been pre-dilated. There was no resistance encountered when advancing the device and no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.